Event description:
Celero breast biopsy device failed to fire/advance like it should- patient was having an ultrasound guided biopsy procedure. Prior to starting the procedure, the radiologist tested the celero breast biopsy device, and it failed to fire/advance like it should. Another device was obtained, and it worked properly. Provider stated he was filling this out for two purposes: because of it being a near miss. Had the radiologist not tested it and just gone ahead with the procedure, there could have been complications. And we need to be financially reimbursed for this supply as they are fairly expensive. Manager says on occasion these needles do malfunction/misfire- no harm occurred to patient.